Manufacturer narrative:
On (B)(6) 2023, the patient reported skin irritation with signs of secondary infection caused by zio xt. On (B)(6) 2023 the patient confirmed they were prescribed antibiotics for infection. Skin irritation is a known inherent risk of the device. Device manual warnings section read as follows: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. ¿if skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest.

Event description:
The patient reported skin irritation with signs of secondary infection caused by zio xt. The patient presented to their health care provider where antibiotics were prescribed to the patient.